Event description:
It was reported by the customer that a pyxis ciisafe system bioid has stopped working. The customer reported that there unable to reset in users and machine would automatically shutdown unexpectedly during medication removal from station and there was no delay in patient's care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe station bio ID stopped working. A engineering support specialist dialed into station to rebooted to resolve this issue and the customer confirmed ID is working. The system functioned as intended engineering support specialist troubleshooted the device.